Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the device failed accuracy testing. The root cause was determined to be the expulsor. The explusor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited an inaccurate delivery. It is unknown if there was patient involvement, no adverse patient effects were reported.